Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an atfl/cfl internal brace surgery the surgeon used the cannulated 3.4mm drill with the k-wire. Surgeon voiced that the k-wire was slightly bent due to placement and he is not concerned. Part of the drill bit broke off inside the patient. The shrapnel of the cannulated drill has been removed after it was noticed on the x-ray. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device, since the failure was noticed after the drilling was completed. It was not necessary to switch the surgical technique. Update avoe. This line was opened for the bent k-wire.

Manufacturer narrative:
Correction: d2 product code and common device name.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.